Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that during a cataract extraction with intraocular lens implant procedure the system displayed a system message and there was no phacoemulsification power and no vacuum. It was noted that during the priming stage, the system was accidently unplugged. The system was plugged back in and then re-booted. During the surgery the surgeon noticed that he was not getting vacuum or phacoemulsification power. The footswitch was checked and found to be functioning properly. The handpiece was removed from the eye and the system was rebooted again. The cassette was exchanged and reprimed and handpiece retuned. The system message was cleared and the case was completed using that system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported system message (sm) was confirmed. To address the issue, the battery was replaced. Additionally, the reported ¿no phaco and no vacuum¿ could not be confirmed. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 26, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported sm can be attributed to the non-conforming battery. The system was found to meet specifications. Therefore, the root cause of the reported events of system did not generate phaco power nor build vacuum cannot be established. (B)(4).